Event description:
Connection issues associated to the ventricular channel during the implant attempt were reported. High ventricular lead impedance (>3000 ohms) was measured by the subject device, but separate measurements by a psa were normal. Another pacemaker was implanted instead.

Manufacturer narrative:
On (B) (4) 2010: this event concerns a device that was mfg and used outside the united states. Analysis is pending.